Event description:
It was reported the right ventricular (rv) lead pacing impedance measurement was low. The rv high voltage impedance measurements have increased significantly. Records indicate the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).